Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2013 due to patient allegations of pain, discomfort when walking/sitting, altered gait, loss of range of motion and tenderness. Patient's legal counsel further reported presence of fluid and discoloration of pseudocapsule tissue were allegedly noted during the revision procedure. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, discomfort when walking/sitting, altered gait, loss of range of motion and tenderness. Patient's legal counsel further reported presence of fluid and discoloration of pseudocapsule tissue were allegedly noted during the revision procedure. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to metal ion and local adverse tissue effects. Revision op report notes the presence of clear joint capsule fluid; thickened, tan-yellow pseudo capsule tissue; and oxygenation changes on the trunnion. There was no evidence of muscle damage noted. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.